Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Low bg cause was not known. The customer received third party assistance from an emergency medical technician (emt) who assisted the customer to address bg. This event did not cause any injury. The customer will contact tandem technical support if they require further assistance. No additional patient or event information was available.